Event description:
The pt had a mr exam. She was scanned with a sense torso xl coil. After the examination, a second degree burn with a 3x3 cm blister was found on the lower right leg.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.